Event description:
It was reported that intermittently the motor drive unit will not drive the handpiece blade. There was no pt involvement and no adverse pt consequences.

Manufacturer narrative:
(B)(4). Insufficient drive of disposable . Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.